Event description:
This rv lead was explanted and replaced due to loss of sensing. The lead was damaged during the revision and was replaced with an epicardial lead. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.